Event description:
Contact reports the monarch polyaxial screw broke after eighteen months of implantation. It was also reported that the pt had non-union condition. As surgical intervention was required, an MDR is being filed to document this event.